Event description:
Activation issue complaint verified - replaced diaphragm repair order 97980 .leep system 1000 esu gen 52969 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Activation issue: complaint verified - replaced diaphragm. Repair order 97980. 1216677-2022-00085-1 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation: inspect returned samples. Analysis and findings : (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/22/2007 under wo #53969 and shipped on 05/14/2007. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2018 and fitted with a new board and bottom casing. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the foot pedal is used to activate the device. If not functioning the power to the unit will not flow. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm in the switch which acts as the mechanism to make contact (for electrical current) to supply power to the unit. Air displacement pushes on a piston via the diaphragm in the switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Latex is flexible hence the use in this application but its elastic properties can alter over time as well. In this condition, the sealing properties are impacted. The root cause for this complaint condition is component related to the diaphragm. Corrective actions: coopersurgical service and repair replaced the diaphragm on the unit, tested and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training required. Was the complaint confirmed? Yes.